Event description:
Customer reported an unexpected negative reaction on the echo. Customer ran a group screen on a patient with a history of anti-e on the echo. The screen was negative. No transfusion reactions were reported as a result of this unexpected negative reaction.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs)(3), lot r040, used by the customer at the time of the event. The returned sample was tested an our in-house echo with retention crrs(3), lot r040. The sample resulted in equivocal interpretation by the echo. Performed manual calibrated testing using the same reagent lots used on the echo. The sample exhibited positive reactivity with e+ reagent red blood cells. The sample was tested by tube hemagglutination test with panoscreen I, ii and iii, lot 07275 using immuadd as the potentiator. The sample was nonreactive in all phases of testing. The sample's antibody appears to be at or below the threshold of detection.